Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 140 units of insulin. In addition, drops of insulin were not observed exiting from the end of the infusion set tubing. Blood glucose level was 180 mg/dl. To resolve the issues, a supply change was performed. Insulin delivery was resumed.